Event description:
It was reported that the device experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: product ID 419488 implantable pacing lead, implanted: (B)(6) 2007; product ID 507652 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).